Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported that the pump screen became unresponsive. There was no impact to the customer's blood glucose levels. It was indicated that humalog injections would be used for back-up therapy.